Event description:
"Inflation not efficient".

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper I. The reporter of the complaint was asked to indicate the product serial number and implant date. The information has not yet been received by inamed. Analysis of the device noted damage from a sharp instrument to the port tubing connector and the band tubing. There was no indication of wear related damage to the portion of the lap-band system returned. Performance tests indicate no leakage at the access port or access port tubing. The lab was unable to duplicate or confirm the reported event. There is no other information available at this time from the surgeon to determine the cause of the alledged event. Device labeling addresses the possible replacement of the device. "Explant and replacement surgery may be indicated at any time." "Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction."